Manufacturer narrative:
Conmed received the used hip bur for evaluation on (B)(6) 2015. Visual examination of this bur confirmed the inner tube was broken at mid shaft. A second inspection using microscopic magnification showed there are wear marks on the spring retainer and the inner tube indicative of the application of excessive leverage during use. This type of usage would cause deflection on the inner tube. It does not appear the break is related to the material or manufacturing process. The lot number of this device was not provided, therefore a review of the manufacturing records could not be performed. There have not been any adverse events reported for this device in the past two years and only two similar reports of inner tube breakage have been received out of (B)(4) units shipped. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. This event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. The instructions for use provides the following operating instructions and precautions: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating.

Event description:
The customer reported that during a hip arthroscopy procedure on (B)(6) 2015, while using two different 6.0mm x 19cm hps oval burs, the inner hub where the bur connects to the ergo handpiece broke. While using the 4.5mm x 19cm hps spherical bur, the inner shaft of the shaver blade broke free of the outer tube. As reported, a 15-minute delay occurred in order to bring in and set up a different console, handpiece and appropriate burs and blades. The procedure was completed as intended with no further complications and no patient injury.